Event description:
The suspect deviec was used to check the customer's blood glucose and a result of 68 mg/dl was obtained. They ate dinner and was watching tv, then remembers emergency medical tech picking pt up family member called the paramendics then used the deviec to check pt glucose and emergency medical tech obtained a result of 52 mg/dl. The emergency medical tech equipment read 26 mg/dl pt was given food and glucose tablets from the emergency. Controls were not used. The device was replaced and requested to be returned for evaluation.